Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump and driveline cable were not returned to the manufacturer as they remain implanted. The reported event could not be confirmed as log files were not available for the reported event date. Review of the inspection plans indicated that the unit met all the internal requirements prior to the quality assurance release process. The root cause of the reported event could not be conclusively determined, however it is possible that user error may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) male patient lost consciousness after his driveline disconnected from his controller on (B)(6) 2014. The patient was found by paramedics who reconnected his driveline to his controller and transported him to the emergency room (ER). The patient was admitted to the hospital for observation. Interrogation of the pump showed a stoppage of approximately seven (7) minutes on (B)(6) 2014. The emergency department (ed) physician reported that the controller was secure and he conducted a test and not able to reproduce the uncoupling of the driveline from the controller. Lactate dehydrogenase (ldh) was assessed and echocardiography (echo) was performed with no indication of thrombus. Patient was started on heparin prophylactically in the event there was thrombus from the pump stoppage. Patient complained of right-sided vision loss and was diagnosed with retinal detachment. Surgical repair was recommended and the patient preferred to return to another facility for the vitreoretinal surgery. The patient was discharged on (B)(6) 2014. The device was not returned to the manufacturer and remains implanted.